Event description:
It was reported during the implant attempt that the physician had a difficult time navigating the lead using the stylet. It was further noted that upon a secondary attempt the insertion of the stylet was not possible. A new lead was used. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - the full lead was returned, analyzed and the lead was stretched. It was noted that all conductors were distorted, there was blood/body fluid on the proximal conductor (not obstructed), the connector pin bent, the guidewire was stuck in the lead, and the lead appeared to have been damaged at implant. Analyst visual comment: competitors guidewire stuck in our lead. Lead has been stretched with distorted conductors and the pin cap is bent, damaged at implant.